Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection identified a blocked fluid path in the winged female luer lock adapter component. Clear passage testing was performed and failed due to this blockage. A functional test was then performed in which the device was connected to a solution container, primed, and observed for issues. The device failed this test as it would not prime. The reported condition was verified. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause was unable to be determined. In order to further investigate this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and evaluation is underway. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink catheter extension set would not prime. This occurred during priming. It was reported that the set ¿appeared to have a piece of plastic covering the barrel/tube inside the tube, at the end where the cap would attach.¿ it was reported the plastic covering seemed ¿to be a piece of the set itself.¿ there was no patient involvement. No additional information is available.